Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that fenestrated bipolar forceps was found to have broken conductor wire. No other information was provided. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use and there was nothing out of the ordinary found. The issue was discovered during central processing. There was no loss of cautery associated with the broken conductor wire. No fragment fell into the patient. There are no photographic images or videos of the procedure. Demographic information was requested but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use and there was nothing out of the ordinary found. The issue was discovered during central processing. There was no loss of cautery associated with the broken conductor wire. No fragment fell into the patient. There are no photographic images or videos of the procedure. Demographic information was requested but not provided. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection revealed no damage to the conductor wire, and the instrument passed the continuity test. Additional observations not reported by the site showed that the instrument had a frayed grip cable at the grip hub, force amplification pulley, idler pulleys, and proximal clevis hole. Several strands were broken, though the cable was not completely severed. There was no discoloration, corrosion, or contamination indicative of improper flushing or rinsing during reprocessing. Further inspection confirmed that no unusually sharp or damaged components were present that could have contributed to the cable damage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.